Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased and died approximately four weeks after the cardiac resynchronization therapy defibrillator (crt-d) system was implanted. The cause of death was obtained and was noted to be low cardiac output syndrome that was ongoing for months, cardiomyopathy that was ongoing for years, and ischemic heart disease that was ongoing for years. Additionally, the patient¿s spouse noted that the patient was in recovery at the hospital and ¿something happened where everything became an emergency.¿ the spouse also noted that the patient spent some time in the intensive care unit (ICU) prior to their death.